Manufacturer narrative:
Result: exposed sharp edges on siderail.

Event description:
It was reported by service report that the siderail was cracked and sharp edges were exposed. No patient involvement or adverse consequences are reported.